Event description:
It was reported that this right atrial (ra) lead was an attempted implant due to a high out-of-range pace impedance measurement of 2,300 ohms. High out-of-range pace impedance measurements were confirmed via pacing system analyzer (psa), as well. This ra lead was removed and a different lead of the same model was implanted successfully. No adverse patient effects were reported. This ra lead is expected to be returned for analysis.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.